Event description:
Revision following pain. During revision surgery, it was observed a very important reaction (fiber / black colored), characteristic of metal wear reaction.

Manufacturer narrative:
No 510k# submitted as depuy orthopaedics sells a similar product (or the same product with a different product code) in the us. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.